Manufacturer narrative:
(B)(4)

Event description:
It was reported that post lv lead implant procedure, the patient was admitted with low hemoglobin count. Patient was asymptomatic. Patient was administered red blood cells and discharged home. The system remains implanted.